Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported event remains unknown.

Event description:
During an atrial tachycardia procedure, a delay occurred. High temperature errors were noted on the ablation catheter when coming on ablation for several seconds. The generator was replaced, but did not resolve the issue. A non abbott ablation catheter was used used to continue the procedure with no consequences to the patient.